Event description:
Edwards learned of a valve that required valve-in-valve intervention due to severe prosthetic aortic stenosis after an implant duration of approximately 10 years. Patient was implanted with a transcatheter aortic bioprosthetic valve within the existing valve. There were no reported complications.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.